Event description:
The customer reported the system displayed a communication fail error code. This error message is likely to result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were charged. The system was then found to be operating as intended.